Event description:
Patient had bleeding issue during lead extraction. Model: 0184 s/n (B)(6): oversensing, multiple high rate-ns events that appear as noise model: 4469 s/n (B)(6): fracture, atrial lead removed as possible damage during rv extraction (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).